Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a control knob malfunction with the external pulse generator (epg). The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the there was a control knob malfunction. Analysis also determined that the cover of the three knobs was missing and the output know was not responding. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.